Manufacturer narrative:
One cadd-legacy® 1 pump was returned for analysis in good condition with a scratched screen. The device was started in application and problems were found with the device double beeping the downstream sensor and the lens will be repalced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump displayed a double beep when the cassette is attached. It was reported that the lens was also damaged. There was no patient involvement.